Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4): this event of peritonitis was reported to have started on an unknown date in (B)(6) 2013. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, additional information was received related to this event. Treatment for the peritonitis included ceftazidime and cefazolin. Though the cause of the peritonitis was unknown, the patient was still retrained on aseptic technique. The patient was still recovering from the peritonitis. A batch review was conducted for potentially associated lot numbers h12e29053 and h12j11037 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.